Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the central processing unit (cpu) was lagging in between software stages. Approximately 10-12 minutes per screen. The cpu was replaced and the system began functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site loaded the software and after they selected standard profile, the software became unresponsive and would not progress. The mouse would not move either. Troubleshooting involved technical service recommending exiting the software and attempting to load again. No patient was present at the time of the event.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Fdm 10, fdr 213, fdc 4315 apply to this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The cpu was returned for analysis. Through functional and physical examination it was confirmed that the computer boots normally to the application screen. I was able to advance to the register screen multiple times without freezing. No failure was found. If information is provided in the future, a supplemental report will be issued.